Event description:
The patient reported that subsequent to the implant of a protegen sling, pt had the sling explanted becuase it caused vaginal erosion, urethral erosion, chronic vaginal infections, increased incontinence, recurrent vaginal discharge and odor, extreme vaginal pain, painful intercourse, and permanent damage to the vaginal tissue. The patient had to have a new fascia sling implanted in 1999. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to detemrine the specific relationship of the device to the event.